Event description:
A health care provider from (B)(6) primary care practice sustained a needlestick injury on 02/14 when attempting to activate the safety mechanism following a routine vaccination. The rn was reportedly unable to activate the safe needle device's engineered sharps injury protection mechanism, which is uncharacteristic of this design based on regular operation and routine use in the clinic.